Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left lower quadrant abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovarian cysts"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('left lower quadrant abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovarian cysts"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.